Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Event description:
During initial assessment of a returned homechoice (hc) device, a baxter technician identified an increased intraperitoneal volume (iipv) event which occurred on (B)(6) 2010 during drain cycle 5. The ultrafiltration (uf) volume was 1023ml. The programmed fill volume was 2000ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulties or the iipv found in the device logs. The device was determined to meet specifications. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advances to next fill when slow or no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).